Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a console with a controller error upon start up. The yellow alarm caused no harm. The automated impella controller was replaced and no patient harm was reported since no patient was involved.

Manufacturer narrative:
In section g (manufacturing site name), the abiomed europe gmbh site address and required site information were inadvertently omitted from the initial report.